Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous superficial femoral artery (sfa). Upon the initial inflation, the 6.0x100/80 sterling otw balloon catheter ruptured at 14atms. The procedure was completed of 5-100 sterling balloon catheter. No patient complications were reported and the patients status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR.the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).